Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as a part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The attempted implant occurred on (B)(6)2009. It was reported that the lead was introduced into the intrathecal space instead of the epidural space and the procedure was aborted. The pt had a blood patch and would have leads placed at another time. The lead was returned to ans for eval. No further info is available.